Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: suspected rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of a 350 cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported she had a ruptured right breast implant that was confirmed via magnetic resonance and mammogram imaging. Additionally, the left breast implant was suspected to be ruptured, however was not confirmed by imaging at the time. As a result, the patient underwent removal and replacement with sientra breast implants on (B)(6) 2022. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-08185 for the contralateral event.

Manufacturer narrative:
On july 22, 2022, mentor received additional information. Information indicated that the patient only suffered from a right breast implant rupture. As this file pertains to the left breast implant, there is no patient consequences or product quality issues associated with this product. No further investigation will take place and this event no longer qualifies as MDR reportable. Manufacturer¿s reference number: (B)(4).